Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation of the sheath the physician noticed that the distal tip of the dilator was damaged when the package was opened. No damage was noted on the package or any other device. The the device was replaced another same model sheath and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the preparation of the sheath the physician noticed that the distal tip of the dilator was damaged when the package was opened. No damage was noted on the package or any other device. The the device was replaced another same model sheath and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis. It was further reported that the reason behind the damage was unknown. The dilator was damaged when took it out from the box. It looks like the dilator was kinked or badly manufactured.